Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the mid-section and the proximal end of the stent was damaged and stretched with stent struts lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within specification. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 2.25 x 38mm synergy¿ stent was advanced to treat the lesion, however, it was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.